Event description:
Physio-control rep found that the device would not power on, an out of box failure. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control is anticipating the device return to the mfg facility and continues to investigate the reported event. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.